Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by changing the controller. The patient ultimately expired as care was withdrawn. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Device analysis: when the console was returned for investigation, the purge motor shaft confirmed to be blocked. Upon inspection, the gasket had significant portions of dry glucose that, when removed, allowed the purge system to function as expected. The symptoms described in the complaint description could all be caused by a glucose leak into the purge system. The cause of the aic issue was glucose build up in the purge assembly. This report is being filed as part of a retrospective review of historical records.